Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that hole on the outer shaft occurred. The 26mm x 3.00mm in diameter, stenosed target lesion was located in the distal segment of the left circumflex artery (lcx). A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was found that the balloon could not be inflated, and a hole was noted on the outer shaft the device. The procedure was completed with another of the same device. There were no further complications reported, and the patient was stable post procedure.

Event description:
It was reported that hole on the outer shaft occurred. The 26mm x 3.00mm in diameter, stenosed target lesion was located in the distal segment of the left circumflex artery (lcx). A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was found that the balloon could not be inflated, and a hole was noted on the outer shaft the device. The procedure was completed with another of the same device. There were no further complications reported, and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The balloon was subjected to positive pressure and returned in a deflated state. Contrast media was also identified in the proximal section of the balloon. Multiple kinks were identified along the hypotube shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Microscopic analysis identified no issues/damages with the inner/outer shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The balloon was inflated to rated burst pressure of 12 atmospheres with no issues. No other issues were identified during returned product analysis.